Event description:
While the patient was working in his shed, he ran into the door jam with a great deal of force. The point of impact was the device, bruising was noted all around the left shoulder. When testing the device after the accident, the device was unable to provide sensing values and impedance values. The physician opted to change the device out with a lumax 340 dr-t.